Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was encountered when the cartridge was being loaded with insulin. The syringe needle was changed and the cartridge was successfully loaded. Blood glucose was not impacted.